Event description:
Physician was attempting to treat a lesion in the arm - av fistula using a pacific plus balloon catheter. It was reported that the device was prepped with no issues noted. The lesion was pre-dilated using a 4x40 balloon and then the pacific plus device was advanced to the target lesion and was reported that the balloon ruptured and came off the balloon shaft. The balloon catheter was extremely difficult to get off the v18 wire and required extreme for. The detached balloon had to be retrieved using a snare. No other clinical sequelae were reported for this event.

Manufacturer narrative:
Results: based on the information available no root cause can be determined. No device received for evaluation. No device received for evaluation. Conclusion: based on the information available no root cause can be determined. No device received for evaluation. (B)(4).